Event description:
It was reported that volume failed 3 times, requesting 20ml and getting 15ml. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. The event log did not record or confirm the reported issue. Functional testing was unable to replicate the reported issue; the device passed accuracy testing. The most probable cause was user error. The device was opened to check for any fluid ingression or fault and no issue was found. Calibration and preventive maintenance were performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.